Manufacturer narrative:
The lot number was not provided.

Event description:
This spontaneous report was received from a british nurse and concerns a female patient who was injected with radiesse into marionette lines and middle face for volumization cheek enhancement, 12 weeks ago, in (B)(6) 2015. The patient's medical history included well controlled diabetes. In 2015, the patient experienced tight cheeks with quite a bit of heat in them. She also had a couple of nodules in the marionette lines area. The nurse asked should she give antibiotics to the patient due to the heat in her cheeks and suspected it could be post infection. Follow-up information was received on 04-nov-2015: the patient was injected with 1.5 ml of radiesse into the cheeks and jaw. The patient had already been treated two times over a period of 3.5 years with 1.5 ml of radiesse with no problems. On the (B)(6) 2015 the patient complained having a swollen face, which on examination looked puffy and warm in the cheek and jaw area. As treatment she received clairithromycin 500 mg twice daily. She was reviewed again on (B)(6) 2015. She said she felt better, however the medication was making her feel nauseous. On the (B)(6) 2015 the patient discontinued the medication due to nausea, against the physicians advice. On the (B)(6) 2015 the patient was contacted. She had flu symptoms and a cold so she just wanted to take paracetamol and ibuprofen. On the (B)(6) 2015 the patient's face had swollen in the treated areas again. The face felt swollen on examination, so prednisone 30 mg was prescribed for 5 days. The patient felt much better, the swelling began to subside and there was no heat in the injected area. On (B)(6) 2015 the swelling started again, so the patient was prescribed tetracycline for 14 days or possibly longer (possibly 28 days). The patient recently contacted her physician claiming she had many pea sized lumps at the injected areas which were mobile on palpation. The patient also received ofloxicin as treatment at the beginning, but she stopped that as well.